Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced discomfort at the ipg pocket site. In turn, surgical intervention was undertaken on (B)(6) 2022, wherein the patient's ipg pocket site was relocated to address the issue.